Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw universal ii, stent: biomatrix 3.5x36mm. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mid-left anterior descending artery that was narrow, moderately calcified and 80% stenosed. Post-dilatation of a non-abbott stent was performed with the nc trek 3.5 x 15 mm balloon dilatation catheter (bdc). During inflation, the balloon was slow to inflate when pressurized to 14 atmospheres. A non-abbott balloon was used to complete the procedure. It was also reported that during removal of the stylet and protective sheath from the nc trek, resistance was felt. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.